Manufacturer narrative:
The rate seen (104 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.046% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient experienced an abcess in his right axilla approximately 20 days after his second miradry treatment. On (B)(6) 2020, abscess was incised and drained, treated with bactrim, and is resolving.